Event description:
This is being filed to report during use with the clip delivery system (cds) air bubbles were noted. It was reported that the mitraclip procedure was to treat functional mitral regurgitation (mr) with grade 4+. The steerable guide catheter (sgc) (sgc0701, 11013r307) was advanced to the left atrium without issue and when the clip delivery system (cds) (cds0701-nt, 10630r258) was advanced to the mitral valve, air bubbles were noted in the sgc fluid column. The clip delivery system (cds) was removed, and aspiration was performed to the sgc, but the physician decided to remove the sgc and replace it with a new sgc. After the new sgc (sgc0701, 11103r313) was advanced to the left atrium and the when the same cds was advanced to the mitral valve, air bubbles were noted in the sgc fluid column, aspiration was performed. The physician decided to remove the cds and replace it with a new cds (cds0701-nt, 10917r208) and the sgc fluid column showed air bubbles. The physician thought it might be the clip introducer causing the air bubbles, the clip introducer was removed and a new clip introducer from another new cds was used with the second cds and the second sgc successfully. The physician suspected the two cdss were causing the air bubbles. The clip was implanted successfully, reducing mr to 1. There was no air introduced into the patient anatomy. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system and the steerable guide catheter is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, a cause of the reported leak could not be determined. It should be noted that the mitraclip instructions for use (IFU) states under ¿do not use the device if damage is detected. Use of damaged product may result in air embolism, implant or device component embolization, vascular and / or cardiac injury¿. Since the device was used disregard for leakage, this is considered as a deviation from the IFU. Furthermore, it was determined that the deviation from the IFU did not cause any effects. There is no indication of a product quality issue with respect to manufacture, design or labeling.